Manufacturer narrative:
This lead was explanted and replaced on (B)(6) 2019 due to dislodgement. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Atrial lead was not displaying any sensing markers. Atrial depolarizations were verified with surface recording. X-ray showed that the lead had pulled back into the svc. Doctor to be informed further. No adverse patient side effects or surgical intervention has been reported. Should additional information become available, this file will be updated.